Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while the IV was infusing, the patient felt some fluid on her leg where the IV tubing was resting and a small amount of leakage was found at the 3 port site connection. There was no report of patient harm.

Manufacturer narrative:
This supplemental submission was not needed. Cancelled in our complaint system. Numbering of follow up 2 was incorrect and should have been follow up 1. All information for MFR # 9616066-2016-01381 is included in the initial submission and follow up 2.

Event description:
No additional information.

Manufacturer narrative:
Correction on initial report: b.5, and a.3 ( disregard female).

Event description:
The customer reported that their IV tubing was 'spontaneously' disconnecting at the junctions while the IV was infusing. There was no patient harm reported.